Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed and replaced due to a blocked pump from static friction. The patient noticed the device issue early after the initial implantation in (B)(6) 2019. The patient status is now good.

Manufacturer narrative:
H3: device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found; the pump performed within specification. Product analysis was unable to confirm the reported event.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed and replaced due to a blocked pump from static friction. The patient noticed the device issue early after the initial implantation on (B)(6) 2019. The patient status is now good.